Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as 'from starting pd therapy till now, the patient always experienced peritonitis". The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was discontinued. No additional information is available as the reporter declined follow up.